Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during device preparation, a longevity anomaly was observed. The device did not show any estimated longevity. The device was not used.

Event description:
Correction: the patient was stable after the event.

Manufacturer narrative:
Additional information: the reported field event of a longevity anomaly was confirmed. Longevity analysis found the device to be premature. Further analysis found the cause of the premature depletion was due to high current. High current isolation found the cause of the high current to be due to the rf module.